Event description:
It was reported a pt in the intensive care unit, not mobile and on an anti-bedsore mattresses developed the presence of a sacral pressure ulcer with exudate. It was decided to use a hydrocolloid dressing on the pressure ulcer and 3-4 days after the application of the dressing a white plate in the center appeared and the nurse stated there were signs of saturation on the wound. It was also reported the nurse tried to remove the dressing to change it; however the dressing could not be removed completely. It was peeled off without problems on the wound, the saturated part, but remained partly stuck to the healthy part of the skin, on the perilesional skin. It was further reported when the upper part of the dressing came off, which left sticky adhesive particles on the skin and gloves and trying to remove then was very irritating to the skin, thus these particles were left on the skin. According to the reporter, the issue occurred about 1-2 cm in the peripheral part of the duoderm dressing.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. A foam dressing was placed instead of a hydrocolloid dressing and after cleaning with saline it was assumed the residue would eventually come off easily in the coming days. It was also stated the wound also seemed less exudative. No additional info has been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.